Manufacturer narrative:
The distributor reported that the 3-spike disposable set involved in the case is being returned to belmont for investigation, but it has not yet been received. The manufacturing batch records for this lot were reviewed and no anomalies were identified. Without investigating the sample, it is difficult to determine the cause of the leak. All 3-spike disposable sets are 100% visually inspected and 100% leak-tested prior to release. It was reported that the set was replaced and the procedure continued without incident; there was no injury to the patient. Should additional information become available, a supplemental report will be submitted. We will continue to monitor and trend similar reports of this nature and take further action if required.

Event description:
Belmont's distributor received a complaint from the user facility about an incident that occurred on (B)(6) 2020 and relayed the following report: "fluid leak from the interface between the heat exchanger/ temp window / tubing near the red arrow (exit from heat exchanger). Ghc notified 10 aug 2020. On (B)(6) 2020 in an after-hours bleeding emergency the belmont ri-2 was primed. Fluid was seen leaking from the kit at the exit from the heat exchanger near the red arrow. The kit was replaced and the new kit primed. The resuscitation proceeded."